Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocars had pneumo issues when instruments were in the trocars. They called in additional staff to place their hands over the trocars to stop the leaking. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter's technical service center to report receiving check patient line alarm with the homechoice (hc) machine during the initial drain. The technical service representative (tsr) had the home patient (hp) close the transfer set. The hp states she noticed a few air gaps in the line. The tsr had the hp restart the initial drain, then reopen the transfer set. The hp confirms air bubbles are still in the patient line. Product surveillance contacted the patient on (B)(6) 2010. According to the patient she did not observe any leaks or holes in the supplies. The patient stated she just saw air in the line and started over with new supplies. The supplies have been discarded. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.